Event description:
A malfunction was reported when a specific code appeared on the pump, which could not be permanently resolved despite attempts to reset it. There was no reported adverse impact on the customer¿s blood glucose level at the time of the event. The customer was informed that the pump needed replacing, and technical support arranged for a replacement pump. The customer planned to use multiple daily injections as a backup insulin therapy and was instructed to return the faulty pump using a pre-paid label.